Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the main board was faulty and the exhalation valve cover was broken. The fsr replaced the main board, turbine board, and exhalation valve cover. The fsr ran the operational verification procedure (ovp) and the unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator was being tested and suddenly alarmed "vent inop." There was no patient involvement associated with this reported issue.